Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the stimulator stopped working, and they have been unable to charge the stimulator. The patient confirmed they stopped feeling stimulation 2 weeks ago. The patient stood up on (B)(6) 2018 and the nerve in the middle of their leg and up and down their leg was in excruciating pain. The patient confirmed they were implanted for leg pain. The patient reported a reposition antenna screen and stated the recharger was fully charged. The patient last successfully charged 3 weeks ago, and they normally charge every 2 weeks. The patient was unable to communicate with an external device. The patient put new batteries in the programmer and reported poor communication while trying to sync with the ins. The patient reported being unable to recharge the ins. The patient had an appointment on (B)(6) 2018 with their healthcare professional (hcp). No further complications were reported.